Manufacturer narrative:
Batch review performed on 11 march 2026. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2503228: (B)(4). Manufactured and released on 25-apr-2025. Expiration date: 10-apr-2030. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0151 glenoid baseplate - ø24.5x15 (k170452) lot 2508596: (B)(4) manufactured and released on 30-jun-2025. Expiration date: 10-june-2030. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Root cause: although the root cause cannot be confirmed based on the available information, it may be possible that the glenosphere was not correctly aligned and fixed during the primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Additional information: ref and lot, knumber, batch review, annex b to be added: 3331, updated conclusions.

Manufacturer narrative:
References and lots number not provided. Document review cannot be performed. Clinical evaluation: post-operative imaging revealed dissociation of the glenosphere from the baseplate. A revision procedure has been done around 4 months after the primary surgery. With the available information, the exact cause cannot be confirmed. However, the pattern is consistent with incomplete taper engagement during the primary surgery rather than a device defect. Possible contributing factors include a protruding baseplate screw head preventing full seating or improper assembly of the glenosphere, leading to gradual micromotion and eventual dissociation. Overall, there is no reason to suspect a malfunctioning device. Root cause: although the root cause cannot be confirmed based on the available information, it may be possible that the glenosphere was not correctly aligned and fixed during the primary surgery.

Event description:
About 4 months and a half after the primary surgery, revision surgery was performed dueto glenosphere screw unscrewing and glenosphere dissociation from the baseplate.